Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Hurt - vagina [vulvovaginal pain]. Vagina hurt - tampon [medical device site pain]. Tampon stuck inside me [foreign body in reproductive tract]. While removing tampon...string came out but tampon did not [complication of device removal]. String came out of tampon, leave a lot of cotton still inside [device breakage]. Consumer reported via e-mail that while removing the tampon, the string came out. No serious injury reported.